Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were sticking and causing the screen to scroll. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly did not clean the pump and wore the pump on a belt. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok button was found to be intermittently responding to presses; the up button was found to be unresponsive. The keypad was removed and contamination was observed under the button contacts and the up button contact was found to be misaligned.